Event description:
It was reported that the control module was giving a burning smell when doing a breast biopsy procedure. There have been no pt consequences reported.

Manufacturer narrative:
Results: uniboard. Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint of a "burning smell when doing a procedure" and found this was caused by the vacuum pump and the capacitor. To correct this issue, the site replaced the vacuum pump, four pump mount screws, two fender washers, two flat washers, and the capacitor. The vso was replaced due to the unit had inadequate vacuum swing, the uniboard was replaced due to the unit displayed an l4-003 error code and failed internal encoder test, and the bezel was replaced due to it was cracked. Two adhesive dots were replaced, due to they were missing from the back of the lcd. As part of the standard service process, replaced the muffler, and applied dow corning lubricant to the dc motors. The device history record has been reviewed and has passed qa in inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.